Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cassette reservoir exhibited leakage. When changing out the cassette, it was found that medication was leaking from it. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one cadd cassette sample was received in used condition without its original packaging for evaluation. Immediate visual inspection did not detect any issues. Next, a syringe was used to infuse water into the ay bag and leakage was found on the bottom corner of the ay bag. To further investigate the issue, relevant manufacturing documents were reviewed and deemed adequate. Additionally, bag loading, segregation, and work stations operations were reviewed and found no discrepancies. The leak test was also audited during ten (10) cycles, in order to verify that the leak test was properly performed and no leaks were detected. A review of the bubble test did not detect any issues either. Based on the investigation, the complaint allegation was confirmed. The event problem source could not be identified.